Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was lower than it what the patient's representative believed it should be. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.